Event description:
It was reported that this right atrial (ra) lead had a lead safety switch (lss) due to a drop in pacing impedance out-of-range and recorded several inappropriate atrial tachy response episodes due to myopotential oversensing after that. Before the lss, there was non-physiologic noise noticed and a second drop in impedance below 200 ohms, was noticed even while in unipolar configuration. Subsequently, this ra lead was reset, and impedance measurements were normal. Technical services reviewed the case and was concerned with an insulation damage. This ra lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested to the sales representative. If information is provided in the future, a supplemental report will be issued. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead had a lead safety switch (lss) due to a drop out-of-range in the pacing impedance and recorded several inappropriate atrial tachy response episodes due to myopotential oversensing after that. Before the lss, there was non-physiologic noise noticed and a second drop in impedance below 200 ohms was noticed even while in unipolar configuration. Subsequently, this ra lead was reset, and impedance measurements were normal. Technical services reviewed the case and was concerned with an insulation damage. This ra lead remained in service until it was eventually explanted and replaced due the mentioned performance issues. This product is not expected to be returned for analysis and no additional adverse patient effects were reported.